Event description:
It was reported that the electrodes were placed in the patient but the machine would not heat-up. It is unknown if there were any adverse consequences or any medical intervention required. The procedure had to be cancelled.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.